Manufacturer narrative:
(B)(4). Corrected information: information received from baxter's global pharmacovigilance dated (B)(6) 2010 indicates a nurse reported the patient developed peritonitis on 2 separate occasions. The first event the patient was admitted to the hospital from (B)(6) 2010 (see MDR #1423500-2010-001625) and reportedly recovered from this event of peritonitis. The second event the patient was hospitalized from (B)(6) 2010 until (B)(6) 2010 and reported under a previous complaint (see MDR#1423500-2010-00647).

Event description:
A nurse reported two separate incidents of peritonitis on the same patient. This report is for the second incident of peritonitis in which the patient was admitted to the hospital from (B)(6)2010 to (B)(6)2010. The cause for this incident is unknown.

Manufacturer narrative:
(B)(4). The sample was discarded therefore, no evaluation was performed.